Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple minimum fill notifications occurred after filling multiple cartridges with 140 units of insulin. Reportedly, a new cartridge was loaded successfully and insulin delivery was resumed. Pump was being used for demonstration purposes only.